Event description:
Same case as MDR ID: 2134265-2014-00732. It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous right anterior tibial artery. After non-bsc guide wire was crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. On first inflation at 4 atmospheres, the balloon ruptured. Subsequently, the device was removed intact and was exchanged for another 1.5mm x 20mm x 143cm coyote es balloon catheter. However on the first inflation at 8 atmospheres, the balloon ruptured. The physician removed the device intact and was exchanged for another 2mm coyote es balloon catheter. Additional dilatation using a 2.5mmx150mmm coyote balloon catheter was done and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending , and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).